Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and out of range (oor) undefined atrial pacing impedance was indicated. The auto lead diagnostics shows that an atrial lead warning occurred on 2013-(B)(6) with impedance high/open circuit paces since warning.

Event description:
It was reported that the patient's right atrial (ra) lead had out-of-range impedance values, and there was a potential connection is sue between the ra lead's pin and the header of the implantable pulse generator (ipg). Reprogramming was done, and both ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: vedr01 implantable pulse generator (ipg) (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).